Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent a revision procedure in which the ipg was replaced by an MRI-compatible device. The patient was doing well postoperatively, and the explanted device was not returned as it was kept by the medical facility.